Event description:
The customer reported that no images would display on the monitors. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cable was repaired and the switch was cleaned. The system was tested and found to be working as intended and put back into service.